Manufacturer narrative:
The lead was surgically abandoned and it remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that clinic reported noise on the atrial channel. A revision procedure was scheduled wherein this right atrial (ra) lead was surgically abandoned and replaced with a new lead. During revision procedure, sales representative did not see evidence of noise. No additional adverse patient effects were reported.